Manufacturer narrative:
Based on the available information, the fse visited the customer, evaluated the device, and confirmed that the equipment has reached its end of life (eol) and is no longer supported. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device is showing error on the paddles.